Event description:
On (B)(6) 2014, the patient reported that insulin was leaking from the infusion tubing between the adapter and the tubing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.